Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found.

Event description:
It was reported that the system was explanted due to an infection. The infection resolved and the system was replaced. No further information is available.